Event description:
A pt service rep (psr) contacted zoll customer support while fitting a (B)(6) female pt to report that the battery charger was not working. The pt received a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause of the disconnected pins cannot be positively identified but is likely a result of the excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.